Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a transmission it was noted that there was nonsustained rv over sensing episodes. The egm available for the most recent one was on (B)(6) 2019. Multiple number of nso episodes were seen since last clearing of episodes on (B)(6) 2015. The next egm available was from (B)(6) 2017. When looking at these 2 egm¿s it was noted that there was over sensing on the ventricular sense amp channel. Myopotential over sensing was verified. Programming changes were made and was noticed that the myopotential noise seemed to be gone. Patient did not have any issues regarding this mild potential over sensing. The device did not do anything but store these egm¿s were this noise happen occasionally. Patient was not in the hospital due to anything related to the device. After reprogramming the attenuation filter off it did not affect the patient in any way.